Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019. This report is filed on march 13, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implanted device remains. The recipient will continue to be monitored by the health care provider.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 11, 2024.